Event description:
Rayner intraocular lenses limited received notification of an event that occurred during use of a c-flex aspheric 970c iol. The event description provided states that the lens haptic broke during implantation. For further information please refer to rayner intraocular lenses limited's MDR report 9611165-2013-00071.